Event description:
After an implant duration of about 3 months, a loss of capture was reported during a routine follow-up. The pacing impedance was < 250 ohm. X-ray of the thorax revealed a retracted lead. Twiddler syndrome was suspected and this lead was explanted.